Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. Attorney alleges that the patient sustained unspecified injury, experienced emotional distress and the device was defective.